Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the infusion/suction circuit protection covers open by locking the device. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, it was found that the safety doors were physically broken and they missed the magnets. Since the safety doors did not close, the device did not work properly. Also, the pedal pins of the threaded spacer were broken inside the machine's connector. The repair activities were carried out including the replacement of the threaded spacer and left & right lexan safety covers. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The broken safety doors and the defective threaded spacer would have caused the customer to experience the reported problem. A review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to unknown procedure on an unknown date, it was observed that the infusion/suction circuit protection covers open by locking the fms duo pump. During in-house engineering evaluation, it was determined that the safety doors were physically broken and had no magnet; and the pedal pins of the threaded spacer were broken inside the machine's connector. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.